Event description:
It was reported that during a percutaneous transluminal angioplasty, catheter entrapment on guide wire occurred. The 100% stenosed, complete totally occluded (cto), target lesion was located in a severely calcified and moderately tortuous unspecified vessel. After a 6f non-bsc introducer sheath followed by a non- bsc guide wire crossed the lesion, a 1.5mm x 20mm x 143cm coyote es balloon catheter was selected and advanced for dilation and was inflated at 6 atmospheres for 30 seconds "several times." Following deflation, they attempted to remove the device but it got stuck with the wire. The devices were then removed together from the patient. The procedure was then completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).